Event description:
On (B)(6) 2012, during review of the patient's programming history it was observed that a faulted system diagnostics test occurred on (B)(6) 2010, which changed the patient's settings to test settings. No final interrogation was performed and it wasn't until the next visit on (B)(6) 2011, that these incorrect settings were observed.

Manufacturer narrative:
.